Event description:
The customer contacted beckman coulter inc bec) in regards to the lh750 instrument generated retic absolute # result in units of 106 / ?l units after the workstation was re-imaged. The custom expected reporting units for retic absolute number to be in 103 / ?l. The lis apparently did not have a consistency check for reporting units and when results were sent to (B)(4) lis in 106 / ?l units, the retic results were misinterpreted and rounded down as zero (0.0) for retic #. (Example: 27.2 103 / ?l was getting reported by the instrument as 0.0272 106 / ?l and lis rounding down.) Erroneous results were reported out of the lab. The workstation was re-imaged on (B)(6) 2011 and us1 default range of 106 / ?l was left in use for retic #. The retic control summary screen showed absolute retic counts as 103 / ?l while individual control run printouts were showing 106 / ?l. Patient printouts were not provided, only control data provided which verified the control run and summary units difference. No death, injury or change to patient treatment associated with this cf. Service was not dispatched for this event. Call center personnel assisted customer to change reporting units. Root cause is unknown, however, it is possible that the event occurred during the workstation re-imaging on (B)(6) 2011. The instrument was showing absolute count unit of measure (106 / ?l) next to the counts on instrument display and patient printouts. Erroneous results were never incorrectly reported by the instrument, but rather expressed in an unexpected reporting unit for retic absolute (103 / ?l).